Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has pocket pain since implant. Patient denies falling or hitting the ins and feels the pain when stimulation is on or off. The rep interrogated the ins, but no impedance identified. Patient has an appointment with the surgeon at the end of this month and a pocket revision will be scheduled. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they didn¿t get the privilege of knowing the patient¿s weight. The patient was scheduled to see the physician on (B)(6) 2017. At the time of the appointment the physician was planning on scheduling a revision. According to the rep. There was no evidence for the pain, but the physician¿s assistant thought the stimulator might be pressing on nerves. There were no impedance issues or falls reported related to the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the surgeon stated that the pathology report confirmed a staph infection. The device was just guarded by the hospital. The patient will be re-implanted in one month. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that their first interstim system was explanted due to infection. The patient stated they started having back pain that had continually worsened and their healthcare provider was originally going to surgically revise the device. The healthcare provider found that the device was infected at the pocket so the device and lead were explanted. No further complications were reported.

Event description:
Additional information received from the manufacturer representative (rep). Rep reported the patient came in for a pocket revision and the surgeon felt that there was a great risk of infection when the pocket was opened so the system was explanted. The physician removed the entire system and sent "a sample to path all a g" to find out what type of infection there is if any at all. Patient will recover from surgery and will have "a implants" placed again in one month. The issue was resolved at the time of this report. No further patient complications have been reported as a result of this event.